Manufacturer narrative:
A ge representative evaluated the system, but could not duplicate the reported problem. System operates as intended.

Event description:
Customer reports system is displaying an error code. No pt injury was reported.